Manufacturer narrative:
B5-additional information: the haptic tore during loading. No patient contact. H3-device evaluation: the lens was returned in liquid in a vial. Visual inspection found that the haptic was torn. Claim# (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm micl13.2 implantable collamer lens, -14.5 diopter had a defective haptic and the doctor could not use it. Attempts to obtain additional information have not been successful.